Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
While brushing, stainless steel pin fell out of head of the brush, brush and pin detached in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that now for the second time while brushing with an oral-b rechargeable toothbrush, version unknown, the stainless steel pin fell out of the oral-b power oral care refill crossection, resulting in the brush and pin being detached in his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided. (B)(6) 2017 consumer follow-up via e-mail: the consumer reported that cross action brush heads were from a pack of 5, and 2 of the brushes showed the same defect. No symptoms were reported. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
04-jan-2018 product investigation results: the reporter returned toothbrush head on 21-dec-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 22-oct-2017 that now for the second time while brushing with an oral-b rechargeable toothbrush, version unknown, the stainless steel pin fell out of the oral-b power oral care refill crossaction, resulting in the brush and pin being detached in his/her mouth. No symptoms were reported. Relevant history: none reported. No further information was provided. 10-nov-2017 consumer follow-up via e-mail: the consumer reported that cross action brush heads were from a pack of 5, and 2 of the brushes showed the same defect. No symptoms were reported. Relevant history: none reported. No further information was provided.